Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that the lead had damaged, and it could not be advanced. The lead was replaced with new lead. There were no patient consequences.